Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up. The device was post paced t wave oversensing on the ventricular lead. The device was reprogrammed. Patient status is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.